Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 30 (mg/dl). Reportedly, the basal rate setting was decreased to treat bg level. The customer declined to provide additional details and ended the call with tandem technical support.